Event description:
Healthcare professional (hcp) reports one incident of a blood leak during pt treatment due to "uneven threads" on the blood port of the dialyzer. Per hcp, this incident occurred on a dry pack dialyzer. The customer states they did not initially notice anything but later in the treatment they heard a blood leak alarm and noticed blood leaking from the dialyzer/bloodline luer lock connection. Estimated blood loss was minimal (10-20cc). Treatment was discontinued, the pt's blood was returned, and treatment continued with new disposables without incident. When hcp looked at the dialyzer it appeared as though the bloodline tubing was sitting crooked in the luer connector of the dialyzer. No pt injury or medical intervention reported.